Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient has experienced three separate cannula-related infections with recurrent cellulitis at infusion sites, according to her daughter and caregiver. Physical examination reveals multiple areas of abdominal swelling and inflammation from cannula placements, along with bruising at previous cannula sites.